Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during continuous renal replacement therapy (crrt) continuous veno-venous hemodialysis (cvvhd) at 04:18, the patient passed away. The patient's suspected cause of death was pulmonary embolism, but this had not been confirmed. There was no allegation of a device issue, and nothing unusual was observed on the machine prior to use. The patient had no history of thrombi or clotting issues. The anticoagulant administered was 1,000 units of heparin in 1,000 milliliters (ml) of intravenous (IV) 0.9% sodium chloride for initial prime, and heparin 2 units/kilograms/hour (kg/hr) x 3.82 kg = 7.64 units/hr continuous. The blood flow (qb) was 35 milliliters/minute (ml/min), the dialysate flow (qd) was 4 ml/min, the ultrafiltration (uf) rate had a weight loss of 0 grams (g), the vein pressure (vp) was 40 millimeter mercury (mmhg), and there was no transmembrane pressure (tmp) available with this machine. It was stated that the crrt was initiated on september 28, 2023.

Manufacturer narrative:
Additional information: a2, a4, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. The evaluation found no potentially contributing factors. It was reported that there was an adverse event with no identified product issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.